Event description:
Complainant alleged that during a routine shift check by a cilician, the device would not power up. Complainant did not indicated that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.